Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d product brand name, material number, catalog number, serial number and product UDI was corrected. Box h- problem code grid was updated. Recall number was updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of kidney disease/toxicity the manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation information was received on 11/29/2022, and section h10 should be reported as: the manufacturer received information in reference to a dreamstation CPAP with an allegation of kidney disease/toxicity the manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.